Manufacturer narrative:
During testing it was found there was corrosion on the positive battery contact cap and in the battery compartment from battery leakage. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device will not turn on dc power. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted there was corrosion in the battery compartment from battery leakage.